Event description:
It was reported that approx. Four days after a successful vascular stenting procedure in an a/v graft, the patient was reported to have a blood-borne infection. Reportedly, the patient has dialysis, which could be the cause of the infection. The a/v graft was patent with good blood flow. There were no difficulties during the procedure or with the deployment of the vascular stent reported and there is no reported relation of the vascular stent to the patient's infection. The stent remains in situ. The patient is reported to be doing well.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.